Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since yesterday, patient has experienced difficulty voiding. Patient said that it worked itself out yesterday, however has been having difficulty since about 1:45 this afternoon. The circumstances that led to the reported issue were unknown. With assistance, patient was able to connect to device and made a slight adjustment. Patient will maintain stimulation level and will continue to track symptoms. Patient was redirected to their doctor if the issue persists. The patient mentioned unrelated medical history. This included that patient has an scs implanted system. After several attempts patient realized that they were placing the communicator over the wrong implant as they said they have an scs device as well. Patient connected and made an adjustment. On 2022-jul-19 additional information was received from the patient. They reported that they are still having trouble urinating and their managing physician's office directed them to call for assistance increasing stimulation higher. Reviewed how to do so and patient confirmed they could feel stimulation sensation. Recommended monitoring symptoms and if not resolved discuss option to try a different program with managing physician. The patient called again 2 days later (B)(6) 2022. They reported that they voided at 2:25, again at 3:25 and it felt like they had to go again at 4:30 but they were unable to urinate, though they felt like they had to. The patient confirmed that they had the therapy to help with their underlying urinary dysfunction of retention. When asked if they thought they had a return of symptoms, they stated their symptoms differed from day to day. The patient was able to connect and increase their stimulation again to where they felt it comfortably in their bike seat region. The patient was going to continue monitoring their symptoms. It was recommended to the patient to discuss potentially switching to a different program if they still felt their symptoms persisted. The patient stated they had an appointment with their managing health care provider (hcp) tomorrow (B)(6) 2022 and that they would discuss their symptom concerns with them then. On 2022-aug-01 additional information received from patient. They called back and reported a continuation of their previously reported issue. The patient stated they went to their hcp appointment on (B)(6) 2022 and the nurse at the practice changed them to a new program and the patient stated they'd attempted to increase it once since they were last adjusted however it was too uncomfortable so they went back to the initial settings that their hcp had set them at their appointment on the (B)(6) and where it was comfortable. The patient reported they were still having trouble urinating and not emptying their bladder. The patient stated they didn't drive, so they would sometimes be very uncomfortable in the night when they couldn't pee and they didn't want to have to call emergency services. Patient services reviewed therapy expectations with the patient and redirected the patient to their hcp. The patient connected to their settings and increased the stimulation to where they could feel it comfortably in their bike seat region. The patient was going to monitor their symptoms and follow up to further discuss their symptoms and settings on thursday (B)(6) 2022. On (B)(6) 2022 patient called back stating they did not see any improvement from yesterday and do not think they increase the stimulation any higher because it is already radiating down their leg. Reviewed option to try a different program. Patient declined stating they would like to speak with their rep first. Reviewed how to decrease stimulation and patient confirmed once doing so it was more comfortable.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of their stimulation radiating down their leg was determined and noted the cause was "device settings too high." The decreased stimulation and noted relief, the issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They called back and reported that they are unable to void unless they have the water turned on. This caller indicates that this has been happening over approximately the past 2 weeks. The caller indicates that they cannot increase the stim past the current setting of 3.4 or it will cause discomfort. Troubleshooting was unable to be performed as provided the caller the option to change programs, but the caller was uncomfortable doing that themselves and will contact the hcps office. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of their stimulation radiating down their leg was determined and noted the cause was "device settings too high." The decreased stimulation and noted relief, the issue has been resolved.